Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty deflating the stent balloon. The physician implanted a 3.0x28mm taxus express2 drug eluting stent in a calcified, tortuous and 85% stenosed segment of the right coronary artery (rca). The lesion was not predilated. The stent balloon was inflated to 18 atm for 20 seconds, but did not deflate. The physician pulled negative pressure three times on the inflation device before the balloon fully deflated and was withdrawn from the pt. The pt did not experience any symptoms while the balloon was inflated. The pt condition was reported as fine.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.